Event description:
We were sent an e-mail from the philips cardiovascular division regarding our cath lab philips xper hemodynamic monitoring system. We have recently added a new cath lab and approached philips to install another hemo monitoring setup for the new room. We are told installs are on hold due to a product defect. When I asked about continuing to use the same system in the other two cath labs, they said it was fine to use. This was the e-mail explanation of the issue from philips: "philips has identified a potential monitoring delay/pause issue in the xper flex cardio product affecting a subset of customers. This delay could present up to 10 seconds in the monitoring between the trace on the screen and the actual rhythm or the patient observed. As an example, the clinician could possibly notice a delay between the trace on the boom display vs. What is seen in the control room display, or a pause between turning off a pressure vs. What is shown in real-time on the screen." I can't find anything on the FDA website and our cardiologist are concerned about using the system now. Does the FDA have any information regarding the severity of this problem or if we must stop using the system until philips/FDA clears it of any safety issue? Thanks, (B)(6). FDA safety report ID# (B)(4).